Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that staff noticed that the patient's PICC line dressing was saturated with blood. They called infusional services for advice, this was followed and concluded that the PICC line was fractured. After removal, PICC line flushed and fracture was noticed approximate 10cm above the bio-connector. No other information was provided.